Event description:
Intuitive surgical robotic instrument noted to have frayed cable on standard pre-procedure inspection. Instrument did not have patient use. Pulled immediately. Multi-use 10x instrument.